Event description:
Per the surgeon's report, this pt showed no nrt response at surgery in 2006. A post-op x-ray showed that the electrode array was in the vestibule instead of the cochlea. The surgeon explanted the device nine days later and reimplanted a new device the same day.

Manufacturer narrative:
This is a final report.